Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2011, an adverse event had occurred. The patient reported that while wearing dexcom she passed out and needed assistance from another person for a hypoglycemic event which occurred 5 years ago. Date of issue is an approximation. The patient could not recall specifics or provide any details of the event. No product defects or failures were alleged. At time of contact the patient's condition was good. No additional event or patient information is available.